Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2: "consumer" was inadvertently checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image is not displayed. It is likely that the cause of occurrence of cable failure is that the flood entered from cut on the trunk of the cable. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. It was noted that the cable was torn and the device failed the leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd camera head, is having issues, without specifying the issue. The issue was found during an unknown event. The procedure was also unknown. There were no reports of patient or user harm associated with this event.   Inspection and testing of the returned device found that there was no image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.